Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a total knee surgical procedure, it was observed that the battery reciprocator device responded with low power when the trigger was depressed. According to the reporter, multiple battery devices were tried with the device but exhibited the same results. There were a couple of minutes delay to the surgical procedure. An identical spare device was available to complete the surgery successfully. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the power slowly dropped off and was losing power during testing. Therefore, the reported condition was confirmed. It was noted the electric motor was damaged, gear box was not rotating smoothly and the saw head bushing was corroded. The assignable root cause was due to improper cleaning/care and possibly immersion. If additional information should become available, a supplemental medwatch report will be sent accordingly.